Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result (health effect - clinical code,health effect - impact code).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 14-jun-2021 for a "no video image" that occurred in the united states involving pentax medical video colonoscope, model ec34-i10l, serial number (B)(4). Good faith effort(gfe) emails were sent on 17-jun-2021 and 12-jul-2021 with no additional information provided. The customer owned colonoscope was received by pentax medical for evaluation on 17-jun-2021. The colonoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the users complaint and documented the following inspection findings on 18-jun-2021: bending rubber glue cracking at insertion tube side, passed dry leak test, bending rubber glue cracking at distal side, passed wet leak test, air/ water nozzle glue worn. Although the loss of image was not duplicated, the colonoscope underwent repairs for unrelated findings including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. Model ec34-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 12-dec-2017. The endoscope was approved by final qc and delivered to the customer on 25-jun-2021 under delivery order (B)(4).